Event description:
It was reported that as the scrub was trying to put the size 5 box trial on the size 5 femoral trial, the screw that connects the two was damaged and would not turn.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
There was no surgical delay. The screw was stripped.